Manufacturer narrative:
The device was returned for analysis. The irregular appearance (white spec¿s) was confirmed as material used in the guide wire port marker pad print. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The cause of the reported difficulties are due to operational context. In this case, the spec¿s on the sheath are titanium dioxide (the white ink used in the pad print). These specs may occur when the sheaths are cleaned prior to hydrophilic coating. The white ink used in the prostyle smcr guidewire port marker pad print returned with a toxicology assessment of ¿no biological risk ¿ below tolerable exposure¿. ¿titanium dioxide is generally regarded as nontoxic and biologically inert. Therefore, no corrective action is required. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the distal sheath of a prostyle device was noted to have little splashes of white on it. The suture was deployed in the anatomy and was preplaced successfully with another prostyle suture. The sheath was upsized to greater than 8.5f, and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the previously filed report, the following information was received: the device was not wiped down prior to insertion into the anatomy. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the distal sheath of a prostyle device was noted to have little splashes of white on it. The suture was deployed in the anatomy and was preplaced successfully with another prostyle suture. The sheath was upsized to greater than 8.5f, and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.